Event description:
It was reported that the customer received a battery out alert on her insulin pump. Her blood glucose was 600mg/dl at the time of reporting. It was explained to the customer that it was normal for the insulin pump to turn off when the batteries expire. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.